Event description:
We would like to inform you of a quality dispute that occurred on 24/06/2024: ¿ device concerned : 3p 50ml syringe ll nozzle pushes syringe lock center (reference: 300865° ¿ lot : 2403024 ¿ best before date: 28/02/2029 ¿ description de l¿incident : presence in the batch mentioned above of mold stains, problems with crimping.. -- isolation of the batch pending laboratory instructions.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: two photos and thirty samples were provided to our quality team for investigation. Through visual inspection, grease and dirty paper trimmings are observed within packaging on twenty four of the returned products. A device history record review did not reveal any documented quality issues during the production of lot number 2403024 that could have contributed to this incident. During the primary packaging process, film and paper are guided along a chain in the packaging machine. Once the blister packaging is sealed, longitudinal and transversal cutters cut the extra pieces of film and paper and they are rejected to scrap by a vacuum system. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Although we could not identify a direct issue, it was determined that a failure in the vacuum system resulted in improper rejection of the extra paper and film pieces, which caused them to be sealed within the reported blister packages. Additionally, grease from the chains stained the paper and packaging, resulting in the grease stains observed on the product returned. Manufacturing personnel have been notified of this incident. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.